Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. It was reported that the pump repeatedly emitted occlusion alarms despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2015 with the following findings: a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. A review of the available black box data showed multiple occlusion alarms. During testing, the pump successfully passed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no occlusions. The force sensor calibration was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.